Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their implantable neurostimulator (ins) removed in (B)(6) 2016. They stated that since the explant, their hip feels bruised, and they were given oral percocet to take. No further complications were reported or expected. The patient was implanted for non-malignant pain, rsd/causalgia-complex regional pain syndrome, and spinal pain. Additional information was received from a consumer on (B)(6) 2017 reporting that the circumstances leading to the explant of the device in (B)(6) 2016 was that it had not worked in 2 years. It was reported that the patient could not get the battery to charge even with 2 trips to the hospital to see the manufacturer representative and with each appointment being 8 hours each time. It was not known if the device would be returned for analysis. The bruising of the hip following explant had not resolved. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.